Manufacturer narrative:
Technician reported that the (B)(6) alleged that she was removing a bed pan while pt was holding onto the siderail, she asked the pt to turn so (B)(6) could adjust the draw sheet and pads under the pt. Allegedly, when pt pushed on siderail to turn her body, the siderail dripped and pt fell from bed. No injury reported. CT scan was performed with no injury found. Technician tested the siderails and found all to be latching and holding properly. Biomed stated that he thinks there may have been a sheet in the way of the latch, but it was not verified.

Event description:
Allegation received that a pt had fell from a totalcare bed. Pt allegedly fell left from bed when siderail unlatched.